Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's down button has been ripped off. The button is not functional. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer elected to have the device returned to them unrepaired. The device remains at the customer site.